Event description:
It was reported that the dso sensor seal was bubbled and had a torn uso seal there was unknown patient involvement.

Manufacturer narrative:
B3: event date unknown. One device was received for evaluation. Visual inspection found a scratched lens, scratched rear label, bubbled dso seal, and a worn uso seal. There was no evidence to review in the device's event history log. The reported problems, dso sensor seal bubbled and uso seal torn were both verified by visual inspection and were found to be out of specification and the root cause. The dso and uso seal were replaced. The previous service dated: 24-mar-2023, replaced ¿dso sensor seal bubbled part¿, that part was found to be faulty.